Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (trouble with download) was confirmed. Upon eval, the monitor would not communicate. The cause of the monitor's inability to communicate was an open at f2001 and v1. The cause of the open circuit was a defective connection on the j2005 connector of the auxiliary board. The defective connection caused a short that prevented the monitor from communicating. The root cause for the defective connector was unable to be positively determined. No adverse event resulted from the corroded connector. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report she was unable to download. The pt was issued a replacement monitor.